Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). Approximately one month after enrollment in the champion af study, a left atrial appendage (laa) closure procedure was performed and the patient underwent successful placement of a 27 mm watchman flx device with complete seal and deployed device diameter of 23 mm. Prior to the procedure, aspirin (81 mg) was administered. On the same day, the patient was discharged on aspirin (81 mg) and clopidogrel (75 mg). One-hundred and fifteen days post implant procedure, at the routine 4-month follow-up, computed tomography (CT) revealed a questionable pedunculated, mobile thrombus with a maximum area of 0.6cm2 on the atrial facing surface of the watchman flx closure device. One-hundred and thirty-three days post implant procedure, transesophageal echocardiogram (tee) confirmed there was a pedunculated, mobile thrombus with a maximum area of 0.5cm2 on the atrial facing surface of the watchman flx closure device. At this time the patient was taking aspirin (81mg) once per day. In response to this event, the patient was started on apixaban (10mg).

Manufacturer narrative:
B5: updated

Event description:
The patient was enrolled in the champion af study on (B)(6) 2022 with patient identifier (B)(6). Approximately one month after enrollment in the champion af study, a left atrial appendage (laa) closure procedure was performed and the patient underwent successful placement of a 27 mm watchman flx device with complete seal and deployed device diameter of 23 mm. Prior to the procedure, aspirin (81 mg) was administered. On the same day, the patient was discharged on aspirin (81 mg) and clopidogrel (75 mg). One-hundred and fifteen days post implant procedure, at the routine 4-month follow-up, computed tomography (CT) revealed a questionable pedunculated, mobile thrombus with a maximum area of 0.6cm2 on the atrial facing surface of the watchman flx closure device. One-hundred and thirty-three days post implant procedure, transesophageal echocardiogram (tee) confirmed there was a pedunculated, mobile thrombus with a maximum area of 0.5cm2 on the atrial facing surface of the watchman flx closure device. At this time the patient was taking aspirin (81mg) once per day. In response to this event, the patient was started on apixaban (10mg). It was further reported that on 04oct2022, the event was considered to be resolved. On (B)(6) 2022, apixaban (10mg) was stopped due to event resolution.